Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 26-aug-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint shunt was received in a jar in a shipping bag. The tubing of the complaint device was cut on the wrong side and the suture was still attached to the tube. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the glaucoma implant was removed/explanted due to patient reports of pain and having issues with it. No further information is available.

Manufacturer narrative:
Additional information: . Section b-3: date of event: exact date unknown/not provided. Best estimate date is between 7/9/2024-7/16/2024. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.